Event description:
It was reported that during a da vinci colpopexy procedure, the customer noted that the large suturecut needle driver instrument's wire was exposed at the joint. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub does not exhibit any wear. Other cables at the wrist were not damaged. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.